Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm and experiencing high blood glucose. The blood glucose at the time of the incident was 338 mg/dl. The customer needed assistance programing her pump. The customer was unable to retrieve her settings due to a button error. The customer treated with a syringe for the high blood glucose. The customer was refered to healthcare provider to retrieve settings. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.